Manufacturer narrative:
Tracking #.50259 ees #.981665 damaged firing mechanism. Endopath thoracic endoscopic linear cutter with safety lock: based upon the info received and the visual examination, it was concluded that the instruments were returned non-functional. The instruments were diassembled and were found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported during a laparoscopic gastric bypass the stapler would not fire. Another reload was inserted and the same thing happened. Another et45g was opened to complete the case. There was no consequence to the patient.